Event description:
It was reported in the medwatch that the surgeon noticed that the tip of the iris scissor was missing. The surgeon searched the field and incision. The tip could not be located. The pt x-ray was negative for scissor tip. User facility reported that the device failed.